Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Additional 510k: /k002188. The following information is unknown at the time of this report: date of birth not provided. Not provided. The reported device has not been received for evaluation. An investigation has begun, but has not been completed. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant was removed. The reason for the implant removal is unknown at the time of this incident report.

Manufacturer narrative:
This report is being submitted to relay additional information that confirms that the reported event no longer meets requirements for reporting as the event is clinically known, risks are acceptable in terms of individual patient benefit, clearly identified within labeling, and occurs within a quantitative occurrence that is monitored monthly therefore this event is considered not reportable. The following sections are being reported: updated to reflect date of report. 20 feb 2020. Describe event or problem. It was reported that the implant was removed due to loss of integration. Date received by manufacturer.23 jan 2020. Updated to reflect type of report and follow-up number: follow up. Updated to reflect follow-up type.additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was removed due to loss of integration.